Event description:
It was reported that the healthcare provider had mentioned about "other patients with dilaudid and/or morphine whose pumps weren't working". Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received from the healthcare provider (hcp) reported that the hcp "does not recall having a conversation with (patient) and that he had no information to give". The hcp said "every patient has some sort of resolvable issue from time to time" and he declined to "discuss every little detail".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)